Event description:
Reporter alleged about 3 weeks ago blood glucose readings were a range that is outside the reading range of the meter. It was reported the meter measured 600-700mg/dl however, was not able to locate the results in the meter memory. Reporter stated keeping a diary however, did not write the readings down due to not believing the readings were that high at the time. No treatment or actions taken as a result at the time. A request was made for the return of the suspect device and replacement product was sent.